Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. Additional information from the field representative provided the ra lead was checked and was normal. No additional information could be provided. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. No additional information could be provided. This ra lead remains in service. No adverse patient effects were reported.